Event description:
It was reported that during follow-up, an alert for non-sustained lead noise was observed. Noise was reproducible in-clinic with pocket manipulation. The patient will be monitored by remote transmission and no further action is planned at this time. The patient was in good condition.

Event description:
New information received notes that the implant of a pace/sense lead was attempted but not successful. The operation was rescheduled.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.2cm was returned for analysis. External insulation abrasion was noted at 44.1-44.3cm and 40.3-40.6 from the lead tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion under the svc shock coil was noted at 22.9-24.5cm from the lead tip. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that an insulation anomaly was observed. The lead was explanted.

Event description:
New information received notes that the patient was in good condition.